Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Failure analysis of the returned part indicates: root cause failure determined to be fault in u1 of airflow subsystem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported failed flow accuracy test. The device was not in use at the time of the reported event.